Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the system was unresponsive intraoperatively. A manufacturer representative worked with the site over the phone, and it seemed that the computer was not behaving as expected. The site stated that the computer was becoming unresponsive with intermittent tracking. The site chose to abort navigation. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Information received from site that the system is functioning as intended. No additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The manufacturer representative confirmed that the software was reloaded and this resolved the issue. The system was then functioning as designed. If information is provided in the future, a supplemental report will be issued.